Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the deployment of the 29mm sapien 3 case by tf approach, the balloon burst radially. The balloon tore into 2 pieces and vascular surgery of the aorta iliaca at the bifurcation was needed to remove the balloon fragments.

Manufacturer narrative:
As the affected delivery system was not returned to edwards lifesciences for evaluation, the investigation was limited to review of DHR, review of physician training and IFU for commander delivery system / sapien 3 valve, review of complaint database for similar/other complaints, review of lot history, and manufacturing mitigations. No imagery was provided from procedure site. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. No IFU or training deficiencies were identified. A review of complaint history reveals that the occurrence rates do not exceed the april 2016 control limits for this trend category. Review of lot history for the related work order revealed no other additional complaints for "balloon burst or balloon separation". The device is 100% final inspected by quality and manufacturing for manufacturing defects. The commander delivery system is 100% air pressure leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. The balloon burst testing was measured and met the statistical acceptance criteria, as the tolerance limit was calculated to be above the lower specification limit (lsl). The inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. Due to device and or applicable (relevant to the complaint) not returned for evaluation, the complaints for "balloon-burst and balloon-separation" were unable to be confirmed. Review of the device's DHR, applicable complaint history and manufacturing mitigations provided no indication that a manufacturing non-conformance contributed to the complaint. No deficiencies were identified in review of relevant IFU/training materials. Available information from the description summary indicates the possibility that patient factors (calcification) may have contributed to the reported event. Per the description, the patient¿s annulus was 29mm and severely calcified. Analysis reveals that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. As for the balloon separation, a radial tear as described in the complaint description, has the potential for balloon separation inside the patient as reported in this complaint. As no manufacturing non-conformances or IFU/training inadequacies were identified, a corrective or preventative action and a pra are not applicable. The complaint of "balloon - burst and balloon-separation" were unable to be confirmed and no manufacturing non-conformities were able to be identified. Available information suggests that patient factors (calcification) may have contributed to the event. Review of the complaint history for the month of april 2016 did not reveal that the occurrence rate exceeds the control limits for the applicable trend categories. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.